Event description:
The distributor reported that a component in the kit was caught in the package seal. This resulted in a hole in the tyvek causing a breach in the sterile barrier. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One unused device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The returned device was visually examined and the complaint is confirmed. A component was caught in the seal creating a breach. Root cause is attributed to poor placement of the kit within the blister.